Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system use was modified during the service call.

Event description:
It was reported that the 9600 system had poor image quality with poor contrast of image. No patient injury was reported.